Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Doctor reported via phone call battery cap damage on the insulin pump. Customer's blood glucose level was 308 mg/dl. Troubleshooting for the battery cap was performed. Doctor advised the battery compartment does not open in order for them to replace the battery. Doctor used a quarter and a large flathead screwdriver and they were unable to open the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken battery cap and cracked reservoir tube lip.